Event description:
The cell-dyn 1800 analyzer generated the following results for one patient; rbc=4.07 m/ul, hgb=12.1 g/dl, hct=23.8% and plt=17 k/ul. The customer states that a patient was sent to the hospital for a platelet transfusion. At the hospital the patient was redrawn, yielding the following results; rbc=2.23 m/ul, hgb=7.1 g/dl, hct=20.1%, and plt=17 k/ul. The patient was given 2 units of blood as well as platelets. No further impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted with the investigation is completed.